Manufacturer narrative:
Product complaint # (B)(4).additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.additional information provided: prlne blu 30in 7-0 d/a bv175-8 ep (ep8755h) : side affected: unknown ## reason product is not available: discarded.prlne blu 24in 7-0 d/a bv175-6 ep (ep8735h) : side affected: unknown ## reason product is not available: discarded.prlne blu 24in 8-0 d/a bv175-6 ep (ep8741h) : side affected: unknown ## reason product is not available: discarded.list any j&j products that were utilized during the case but did not contribute to the reported event. ## in general, they used vistaseal, surgiflo, evarrest, and all other suture.was there any reported patient or user harm? No.was there a significant delay? Yes.how long was the delay (minutes)? 10.if available, provide the product order number (po). Na.do you need product packaging to send the product back? No.additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.how many devices demonstrated the alleged deficiency?did the event occur during one or multiple patient procedures?what is the total number of procedures?how many devices demonstrated the alleged deficiency in each procedure?were there any unexpected outcomes or complications resulting from the prolonged surgery time?how long, in minutes, did the surgery prolong?which tissue was being sutured when the event occurred?was additional dissection required in other organs/tissues other than the target tissue?was there any change in the patient¿s post operative care due to the prolonged procedure?can you identify the lot number of the product involved?please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).no product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. The first assist complained that surgeons are getting pop-off style attributes suture. They have had to redo the anastomoses each time this happens. There was no patient consequence reported. There was 10mins of surgical delay was reported. The device was not returning. Additional information has been requested.